Event description:
A hemodialysis inpatient user facility has reported that during treatment a machine powered down due to capacitor in machine failing. The issue occurred 20 to 25 minutes prior to the end of the patient's treatment. The patient was disconnected from machine. The blood in the lines was not re-infused. Estimated blood loss was 300ml. The patient had no adverse effects and no medical intervention was required. The machine was pulled from service and an actuator board was order. It was found that the cap on the actuator board was bad. No parts were returned to manufacturer for evaluation.

Manufacturer narrative:
Plant investigation has not yet been completed. A f/u report will be filed upon completion of the investigation.